Event description:
It was reported that the patient was having difficulty communicating the implantable pulse generator (ipg) to the remote control (rc). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.